Event description:
Medtronic received information that after the implant of a transcatheter bioprosthetic aortic valve, a stent was placed in the femoral artery after a prostar closure device failed. No other information was provided. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).